Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call possible over delivery of insulin and low blood glucose levels. Troubleshooting was performed. Customer went to the emergency room due to low blood glucose levels. Customer alleged possible over delivery of insulin due to low blood glucose levels. The insulin pump will not be returned for analysis. The reservoir will be returned for analysis. Unomed set; frn-mmt-332-rsvr.